Manufacturer narrative:
This incident is currently in litigation and further information has not been provided.

Event description:
It was alleged that there was a patient drop while on a cot. The patient was elderly and it is alleged she was injured from the drop. Further information has not been provided at this time.